Event description:
The following has been reported: nurse reported: "displaying pump problem - alarming with red lights. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve actuation failure (valve 1). Upon return, the device had a red pump alarm at start up. Log files indicate pneumatic valve actuation failure (valve 1)/ air compressor. Performed recharge test and unit failed. Installed engineering pneumatic test assembly and unit passed. Internal investigation found lcd screen is dim/discolored. The air compressor and lcd screen will be removed and replaced during repair process. No other damage found.